Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. (Expiry date: 12/2020).

Event description:
It was reported that during a kidney biopsy, the device allegedly fired without pressing the triggers prior to puncture. The device was inspected and was allegedly dry-fired outside of the patient. The procedure was completed by exchanging for a new device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. Functional testing was not possible due to the received condition of the sample (incidental bend). Therefore, the investigation is inconclusive for the alleged self-activation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labelling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 12/2020).

Event description:
It was reported that during a kidney biopsy, the device allegedly fired without pressing the triggers prior to puncture. The device was inspected and was allegedly dry-fired outside of the patient. The procedure was completed by exchanging for a new device. There was no reported patient injury.